Event description:
It was reported that the procedure was to treat a moderately calcified right common iliac artery that is 90% stenosed. A 10.0x4mm armada 35 balloon dilatation catheter was inserted through a 6f 10cm sheath over a .018 unspecified guidewire. Once at the target site the balloon was inflated to nominal pressure; however, the balloon ruptured. A new non-abbott device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 "yes" was removed.